Manufacturer narrative:
After use of a 6f/7f mynxgrip and an unknown 6f cordis sheath for vascular closure, the patient was in immediate pain and a huge hematoma was developed. Manual compression was applied for an hour. Since the manual compression did not stop the bleeding, the physician called a surgeon, who then had to stop the bleeding surgically. The bleeding was stopped by stitches and the patient remained hospitalized for 3-4 days. The type of procedure the mynx vcd was used in was a diagnostic peripheral before kidney transplantation. Relevant tests/laboratory data included elevated clotting. The patient¿s weight was 60kg. The user was certified. A cordis 6f sheath was used in the procedure. The femoral artery vessels were healthy. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was above bifurcation according to standard procedure. There was no presence of pvd / calcium in the vicinity of the puncture site. The sealant was deployed to the proper location. During the mynxgrip closure process everything worked perfectly up until stabilizing the puncture site and holding the advancer tube. When the physician removed the advancer tube, which was easily possible, the patient was in immediate pain. The patient is a 50 years old dialysis patient, who had a blood pressure of 180 at the time of the procedure. The mynxgrip was stored as stated in the IFU and did not exceed 25 degrees. The package was not damaged. Case-(B)(4): the mynx device was not returned for analysis. A product history record (phr) review of lot f1826903 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure and the subsequent hematoma are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure (180 mmhg systolic), adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. Additionally, the safety and effectiveness of the mynxgrip have not been established in patients with uncontrolled hypertension (systolic bp >180 mm hg). Users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review, nor the information available for review suggests a design or manufacturing related cause for the reported event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time. Please note that this report is related to the report submitted under manufacturing report 9616099-2019-02818.

Manufacturer narrative:
The device is not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. Please note that this event will also be reported under a report number associated with a cordis sheath introducer; however, a manufacturing report number is not yet available.

Event description:
After use of a 6f/7f mynxgrip for vascular closure, the patient was in immediate pain and a huge hematoma was developed. Manual compression was applied for an hour. Since the manual compression did not stop the bleeding, the physician called a surgeon, who then had to stop the bleeding surgically. The bleeding was stopped by stitches and the patient remained hospitalized for 3-4 days. The device was discarded. The type of procedure the mynx vcd was used in was a diagnostic peripheral before kidney transplantation. Relevant tests/laboratory data included elevated clotting. The patient¿s weight was (B)(6). The user was certified. A cordis 6f sheath was used in the procedure. The femoral artery vessels were healthy. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was above bifurcation according to standard procedure. There was no presence of pvd / calcium in the vicinity of the puncture site. The sealant was deployed to the proper location. During the mynxgrip closure process everything worked perfectly up until stabilizing the puncture site and holding the advancer tube. When the physician removed the advancer tube, which was easily possible, the patient was in immediate pain. The patient is a (B)(6) dialysis patient, who had a blood pressure of 180 at the time of the procedure. The mynxgrip was stored as stated in the IFU and did not exceed 25 degrees. The package was not damaged.